Event description:
Event description guidant received information that the patient with this pacemaker believes that this device should be part of an advisory because he has felt better since having the device explanted. This device is not part of any advisory. Guidant received additional information that this patient collapsed and was taken to the hospital for shortness of breath and an inability to walk properly. He continued to have unspecified problems until the device was explanted 4 months later. The patient has requested compensation and is considering legal action.